Event description:
It was reported that the cables "break too easily" as well as having to manipulate the sensor inside the cable and "wiggle" it to get it to pick up signal. Additional information received indicated that the cables failed after cleaning, but worked later in the biomed shop when tested. There were no alarms. The cable failed to light a sensor or transmit signal when it got wet. Other cables required "playing with or wiggling" the sensor in the cable socket to get a reading or intermittent readings. No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.